Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Due to the patient¿s medical condition, a disposable intravenous cannula was inserted for intravenous therapy at 8:21 p.m. On (B)(6) 2026, following admission. Clinical examination confirmed that the cannula was securely in place and that blood return was unobstructed. At 7:35 pm on (B)(6) 2026, after confirming the patency of the line, a nurse connected a microinfusion pump to administer medication. Approximately 43 minutes into the infusion, the family noticed fluid seeping from the dressing site. Upon inspection, the nurse found the dressing damaged; while the prn remained attached to the needle hub, the main body of the catheter¿extending several centimeters from the hub¿had completely fractured and was missing. This incident resulted in a complete interruption of the IV infusion, forcing the medication administration to be halted. More critically, a cannula fracture inside the body constitutes an extremely serious safety incident. The fractured tubing could travel through the bloodstream to vital areas such as the heart or pulmonary artery, causing vascular embolism, tissue necrosis, arrhythmia, or even catastrophic consequences such as sudden death. Upon discovery, medical staff immediately assessed the child¿s vital signs, applied a tourniquet proximal to the puncture site to prevent potential tubing migration, and urgently transported the child for a vascular color doppler ultrasound to rule out any residual tubing fragments. Simultaneously, they organized a multidisciplinary consultation involving medical staff and vascular surgeons. Ultimately, at 10:30 p.m., the intact fractured tubing was found in the floor drain of the ward bathroom, confirming that no fragments remained inside the child¿s body.